Event description:
I was ordered a tube of medihoney by inhome healthcare co to use on my bedsore. Tube arrived sticky. I didn't think much of it. Began using it end of (B)(6) 2025 on sacrum bedsore. By (B)(6) 2025, returned to hospital with c diff. Came home told to start reusing it beginning of (B)(6). By (B)(6) 2025, wound hot inflamed as well as smelled bad. This was my experience each time with this product. Back to hospital on (B)(6) 2025. Wound swabbed mrsa, strep and staph infection requiring IV's of vancomycin. To debreed bedsore.